Event description:
The customer reported via phone call that she had a failed battery test and a battery out limit alarm. Customer's blood glucose was 308 mg/dl. Customer was advised to disconnect from the pump. Customer stated there was a crack on the battery compartment. Customer's blood glucose went up to 325 mg/dl. Customer mentioned that yesterday the pump would turn on and after she received the alarms, the pump would turn off. Customer also had high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture at the mother board and remote frequency board per visual inspection. The insulin pump was unable to perform operating current test or verify battery out limit and failed battery test due to blank display. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.